Event description:
Caller reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process; the issue did not recur, and the caller was advised to continue using the pump while monitoring for any future malfunctions.